Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent stimulation. During device evaluation, the patient reported unintended stimulation associated with a temporary paresis-like sensation. An impedance check revealed disconnected electrodes and an x-ray identified a lead migration. Reprogramming was attempted but unable to restore adequate therapy. A lead revision procedure was completed to restore therapy.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 - component code previously reported as patient lead (3079) has been updated to electrical lead/wire (452). Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h11 - manufacturer narrative. The lead and anchor were returned to saluda. Visual inspection of the lead revealed conductor cable breaks at the proximal end of the lead, near the non-active band. Due to this damage, the lead failed functional testing with disconnected electrodes observed. A review of the impedance logs confirmed disconnected electrode event. The anchor passed visual and functional testing. The root cause of the lead migration and disconnected electrodes could not be definitively determined. The evoke scs system clinical manual details impedance as "an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation. Measurement electrodes that are disconnected will not record valid ecaps." The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes; undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result.¿ anchor information: product description: active anchor kit l model #: 104462 catalog#: 3043 serial/lot #: (B)(6) manufacture date: 2/4/2025 expiration date: 2/4/2027.